Event description:
It was reported that three 355ld were used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the gasket tore. There was no consequence to the pt.